Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros vanc quality control result was observed on a vitros 5,1 fs chemistry system. The investigation was unable to determine a definitive root cause. However, a reagent issue with vitros vanc lot 2514-24-2433 related to the specific reagent packs in use or an analyzer related issue could not be ruled out as contributing factors. Following multiple instrument adjustments, a change of reagent pack, and valp calibration, expected performance was achieved. The root cause of the event is unknown.

Event description:
The customer observed a non-reproducible, higher than expected, vitros vanc quality control result when processed on a vitros 5, 1 fs chemistry system . The following results were obtained using vitros tdm pv control lot k1912: qc fluid lot k1912 = 10.5 vs. An expected result= 7.28 ng/ml; biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run for vitros vanc while the quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. (B)(4).